Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an elevated prostate specific antigen (psa) result for one patient's that did not match the clinical picture generated by the unicel dxi 800 access immunoassay system. The erroneous result was reported outside the laboratory. The patient had to return for additional blood draws and repeat psa testing, which resulted with similar results. No other change to patient's treatment has been reported in this event.

Manufacturer narrative:
The sample is serum and was aspirated form the primary collection tube for analysis. Qc was within the customer's established ranges prior to and after the questioned elevated result. A system check was performed on (B)(4) 2010 and met specifications. A subsequent sample from this patient was collected on (B)(6) 2010 and sent to customer product line support for further testing. Cpls used a mixture of interference eliminating proteins and observed a change in the analyte concentration. Cpls confirmed heterophile interference as the root cause of the patient's elevated psa results. Service was not dispatched as the customer is only questioning this patient's psa results. The following mdrs are also linked to this event: 2122870-2011-00180, 2122870-2011-00181.